Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed. 33 inspections performed on batch - all accepted, no issues reported. No notifications were written for this batch, nor for the associated assembly batch.

Event description:
It was reported with the use of the bd¿ general use sterile hypodermic needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ general use sterile hypodermic needle there was an issue with foreign matter. There was no report of injury or medical intervention.